Manufacturer narrative:
Final analysis found that the pulse generator exhibited a high current drain. However, when hot air was applied to remove the pacemaker cover, normal current was observed. The high current drain could not be reproduced during device monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. Battery data was 2.68 v, 37 ua and 1.9 kohms with an estimated 6 months to elective replacement indicator. A hardware short was suspected.